Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient has undergone three hip revision surgeries. Patient continues to have pain. Attempts have been made to obtain additional information; however, no information is available at this time.

Event description:
It was reported patient is experiencing a clicking sound and pain post revision. Tests showed patient had fluid which was drained. Patient is also experiencing numbness in the toes. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: describe event or problem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is now experiencing a clicking sound and pain post revision. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient is experiencing a clicking sound and pain post revision. Tests showed patient had fluid which was drained. Patient also reported her hip caught and she fell down. Patient is also experiencing numbness in the toes. Revision is being planned yet none has been reported to date. No further information has been made available at this time.